Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside of the main body and e300 error. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that light-emitting diode (led) of the front panel blinks was due to dust inside of the main body. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source front panel was blinking. The issue was found at preparation for use for a sigmoidoscopy diagnostic procedure. The procedure was completed using the same device with no delays. There were no reports of patient harm.